Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device was difficult to assemble/disassemble and had insufficient/low power. It was further determined that the hose was damage (excluding rupture), and the device had a component damage. It was further determined that the device failed pretest for hose verification, housing pin height assessment loctite verification and rotational speed assessment. It was noted in the service order that during a pre-surgery check, it was discovered that the motor device did not work properly. It was reported that there were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.